Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
A revision left total hip arthroplasty was performed to replace a constrained liner that had become disengaged from a acetabular cup. A new lfit femoral head and trident constrained liner were utilized.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a trident liner was reported. The event was confirmed via medical review. Method & results: product evaluation and results: visual inspection of the returned device noted the following: device was returned in used condition with signs of wear throughout. No other remarkable observations were noted. Clinician review: a review of the provided medical information by a clinical consultant indicated: x-rays reveal evidence of a displaced liner see screen shot enclosed post operative x-rays show the new cup and constrained liner in expected position. Note is made of an extensive instrumented lumbar fusion. Lumbar fusion is a risk factor for tha instability. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical information by a clinical consultant indicated: x-rays reveal evidence of a displaced liner see screen shot enclosed post operative x-rays show the new cup and constrained liner in expected position. Note is made of an extensive instrumented lumbar fusion. Lumbar fusion is a risk factor for tha instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. H3 other text : device not returned.

Event description:
A revision left total hip arthroplasty was performed to replace a constrained liner that had become disengaged from a acetabular cup. A new lfit femoral head and trident constrained liner were utilized.